Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell two of five of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the cause of the alarm was due to a disconnection between a supply line on the cassette and a solution bag. The technical service representative assisted the care giver (cg) in clearing the alarm, reviewed proper procedures with the cg and advised the cg to contact the nurse regarding the patient completing therapy. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined a supply line on the cassette had become disconnected from a supply bag and this is a known cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.